Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04148.

Manufacturer narrative:
Evaluation: results: complaint was confirmed. As received, visual inspection revealed a broken wire on channel 1 of the extension header. The broken wire was consistent with an open observed during continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.